Manufacturer narrative:
(B)(4).the additional information noted that the patient expired, but it did not specifically state a date of death. Therefore, no date was added next to the death box .this is one of three device reports related to this event. Manufacturer report numbers are 1225714-2014-06665, 1225714-2014-06666 and 2937457-2014-01759.additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6), 2012 after the use of the product.